Manufacturer narrative:
Section d6a: implant date: unknown, as information was requested but not provided. Section d6b: explant date: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the non-preloaded intraocular lens (iol), the haptic broke when attempting to remove the lens. No further information was provided.